Manufacturer narrative:
Trackwise # 341279 the device was returned to the factory on 08/05/2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and sign of blood was observed on the loading device, delivery device and delivery tube. The seal was observed in the loading device window with the tension spring assembly loaded into the delivery tube, however, the seal was in an open state outside the delivery tube. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal was observed to be cracked on the outer portion of the seal when the seal was removed from the loading device. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "activation problem¿ was not confirmed but was confirmed for the analyzed failures "fitting problem", "crack seal" and "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). A heartstring device was being used during an off pump coronary artery bypass grafting operation. Just prior to the start of one of the proximal anastomosis, the heartstring was loaded. The cutter was used to make the appropriate sized hole in the aorta and then the heartstring was given to the surgeon. However, the device would not deploy. After several failed attempts, it was decided to remove the defective product from the surgical field. A new heartstring was opened, loaded, and deployed. The case finished with no further complications. No adverse outcomes occurred due to the defect.a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). A heartstring device was being used during an off pump coronary artery bypass grafting operation. Just prior to the start of one of the proximal anastomosis, the heartstring was loaded. The cutter was used to make the appropriate sized hole in the aorta and then the heartstring was given to the surgeon. However, the device would not deploy. After several failed attempts, it was decided to remove the defective product from the surgical field. A new heartstring was opened, loaded, and deployed. The case finished with no further complications. No adverse outcomes occurred due to the defect. A replacement device was used to complete the procedure. The hospital did not report any patient effects.